Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, implanted: (B)(6) 2002; d274trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; 6947 implantable tachy lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient went through the airport body scanner. The patient noted going through the scanner about four times and setting off the alarm each time. Since going through the body scanner, the patient has felt weak and so tired. The patient wanted to know if the patient¿s symptoms were caused by going through the airport scanner. Follow up was attempted at the patient¿s clinic. The clinic said the patient did not make any mention of the incident with airport screening to the clinic, hence the clinic could not comment if the symptoms were related. The clinic stated the patient had sent a remote transmission following this incident. Erratic left ventricular (lv) lead thresholds were measured. The lv lead was reprogrammed. No patient complications have been reported as a result of this event.